Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges patient sustained personal injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2009. As reported, the attorney alleges general allegations for emotional distress and the personal injuries sustained by the patient. The patient is making a claim for an adverse patient outcome against the perfix plug.